Event description:
It was reported that the patient underwent a pelvic floor repair and sling procedure. Postoperatively, the patient experienced increased problems with intrinsic sphincter deficiency, with postoperative llp 50cm, and uop 75cm. The physician plans to treat the patient's incontinence in the future with a standard sling procedure.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.